Event description:
It was reported that this patient was admitted to the hospital, due to a syncopal event. A field representative went to check the device and all measurements were found to be stable. However, a telemetry strip was later found, in which 2 beats of ventricular loss of capture (loc) were observed. It appeared that the loc had only occurred with mode switches. Most of the time the patient is in sinus rhythm and 19% of the time, the patient is in atrial fibrillation (af). It was also noted that the capture threshold was found to be 1.4 volts and output was programmed at 2.5 volts, which is not quite at the safety margin. Technical services discussed that they could use the auto threshold feature, or set a higher fixed output. No additional adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.